Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The ICD was also explanted and replaced. No additional adverse patient effects were reported.